Event description:
Hcp additionally reported, the event of "worsening of dry eye disease" resolved on pod263.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod1, patient experienced "hypotony" and "bleb leak". Treatment of cyclopentolate bid and placement of bandage contact lens was provided. The event of bleb leak resolved on pod8 and the event of hypotony on pod15. On pod8, patient experienced "corneal fold secondary to corneal edema" and was provided treatment of prednisolone tid. The event of corneal folds resolved on pod85. On pod29, patient experienced "bcva loss of 2 or more lines from baseline due to residual inflammation." On pod186, patient experienced "severe corneal staining and erosion due to worsening of dry eye" and "an amniotic membrane was placed" the same day. Device remains implanted.

Manufacturer narrative:
Continued d.10. Concomitant therapies: pravastatin sodium; rabeprazse sodium dr. Continued h.6. Health effect - impact codes: f2303. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.